Event description:
Caller reported an issue with their continuous glucose monitor (cgm), specifically encountering error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully reset their pump with guidance from technical support, which resolved the issue, allowing them to start a new sensor session without further errors.